Event description:
The complainant reported that the j-tube enteral feeding device that had been therapeutically placed in pt (age and gender unknown) approx two months previous had become completely detached. It was also indicated that the j-tube remained in the button tube and did not fall into the pt's anatomy, allowing the physician to easily remove the button tube containing the j-tube without the aid of another instrument. A replacement j-tube enteral feeding device was placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem. The complainant reported that the medications takepron, amontadine hydrochloride, erythrocin, mucosolvan and saline were administered to the pt through the tube.